Event description:
Customer was hospitalized for low blood glucose levels. Customer reported having good control with blood glucose at bedtime pior to hospitalization. Troubleshooting was performed and pump passed all required tests.

Manufacturer narrative:
The insulin passed the functional test, including the seat, rewind, and occlusion test.